Manufacturer narrative:
The device was not returned for evaluation. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
The sire reported a patient had minor bleeding (20ml) after the catheter was removed during a superdimension enb procedure. Hemostasis was observed after the airways were washed and 4ml epinephrine was administered.